Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted in this patient and involved in this event: pxa230300/03634464.

Event description:
In 2007, following implantation of the gore excluder aaa endprosthesis iliac extender component, a distal type I endleak was identified. The physician next deployed a cordis palmaz balloon-expandable stent, and an aortic extender component, however, the endoleak persisted. The physician chose to perform a surgical transposition of the left hypogastric artery to a more distal position. A contralateral leg component was then successfully placed distal to the aortic extender component, resolving the endoleak. The patient was doing well upon completion of the procedure.